Event description:
Customer was hospitalized for high blood sugar levels. It was indicated that the customer disconnected the call before gathering more info about the event. The customer called back and stated that they lost battery cap while at the hosp. It was conveyed to the customer to call back once they received the battery cap, in order to troubleshoot the pump.